Event description:
It was reported by the synthes shoulder/elbow product specialist that a patient approximately 2 years status post epoca shoulder prosthesis implantation, was returned to or on (B)(6) 2011, due to continued degeneration of shoulder. The surgeon removed the epoca implant system, including the stem, eccenter, glenoid and the head, utilizing the epoca revision set 01.401.005. While removing the stem, the surgeon was using the stem extractor 03.401.072, and the hex screw on the extractor broke at the head/ shaft junction. The surgeon was able to use a femoral nail extractor to remove the stem, and completed the explant. The synthes shoulder/elbow specialist noted that this was an off-label use of the femoral nail extractor. The patient was then revised to a reverse shoulder arthroplasty system of a competitor. Event #1 of 5 for complaint #(B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. The manufacturing records were reviewed and no complaint related issues were found. The investigation could not be completed; no conclusion could be drawn, as no product . Was received. Placeholder.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Blank fields on this form indicate the information is unknown, unavailable or unchanged. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR.